Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer, had blood dripping out of the manual aspiration probe, when performing manual cycle. Customer reported that the leak was contained within the instrument. Customer reported that the instrument was operational in auto mode. Customer reported that all controls were within expected ranges. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the blood sampling valve (bsv) was loose. The fse lubricated and tightened the bsv.

Manufacturer narrative:
(B)(4).